Event description:
(B)(4). Event occurred in the united states. The patient reported that tubing was getting detached from the five sets. The patient stated that the tubing was caught between the clip and pants. The site was at the abdomen and the pump was worn on the pants in relation to site. The location of detachment was at quick release. The infusion was being used for about a day. The patient stated after shower she had the protective cap, however, when patient went to attach the quick release the tubing detached. Reportedly, the infusions were in stored in bedroom closet. The patient was not aware of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.